Event description:
The customer reported there was no image from the subject device during preparation for a sputum aspiration procedure. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found that error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found that error code b30 (scope communication error) occurred and there was liquid intrusion and rust of the light guide plug. A review of the device history record found no deviations that could have caused or contributed to the scope communication error. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the scope communication error was due to liquid intrusion and rust on the light guide plug caused by the device being immersed in liquid for reprocessing while the eog cap was attached, stress being applied accidentally which opened the valve of the venting connector while the device was in the liquid, flowing water with strong pressure hit the one-way valve of the venting connector directly, and water entered the leak test air tube and invaded the scope connector during leakage test due to breakage or insufficient connection of the tube or breakage of packing of the reprocessor or the tube when the reprocessor was used. However, a definitive root cause of the reported issue could not be identified. The device's reprocessing manual states that water may enter the device by device handling below: "attaching connector cap of leakage tester to wet venting connector". "Attaching/detaching leakage tester under water". Olympus will continue to monitor field performance for this device. In addition, the wiring connector of the remote switches was rusty which resulted in the remote switch not working. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.